Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm was noted. The pump was received with moisture damage on the lcd resilient cover. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, and scratched case and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the pump. The customer's blood glucose reading was 410 mg/dl. The customer treated the high readings with manual injections. The customer stated that the alarm occurred during bolus and basal delivery. The customer was advised to perform a 5 unit fixed prime. The customer stated that the insulin did exit. The customer stated that the button error alarm was not present during the time of call. The customer was assisted in performing the self-test. The customer stated that the self-test passed. The customer will be sent a replacement pump due moisture damage.